Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure post valve deployment the anterior leaflet of the sapien valve was frozen contributing to severe central aortic insufficiency (ai). A second valve was implanted, which completely resolved the cai. Review of the operative report received for this case confirmed the event but not if there was a non-functioning leaflet or another cause for the central ai. Imaging was not available for review, and as no edwards personnel were in attendance, additional information is not anticipated.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In some cases deployment of the sapien valve in a too aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. It is possible that a combination of patient factors (i.e. Calcified aortic valve/leaflets) and unknown procedural factors caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
During the final review of this complaint it was noted the event's alert date was reported incorrectly; this report have been updated with the correct alert date.